Manufacturer narrative:
On 12/18/2020, infutronix confirmed with the distributor that the affected device was never returned for evaluation and therefore no root cause could be established. This MDR is a result of complaint remediation effort.

Event description:
On 12/18/2020, a distributor of infutronix reported an issue on behalf of an end user: "that his catheter became disconnected from the connector. There was no description in the call report whether the catheter became disconnected from the catheter connector or the pump's connector." Device operator was a patient. Medication infused was unknown. A patient was involved but not harmed. The contract manufacturer of the affected device is podo xingda (B)(4) medical co. Ltd.